Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Additional report of an unknown side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Additionally, healthcare professional reported deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Visual device evaluation: visual analysis of the photographs identified: white and brown particle material on the shell, fluids. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "granuloma" and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade unknown, "breast mass," and "fat necrosis associated with calcifications and giant cell reaction." Device has been explanted.